Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2025-13882. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 05-fb-2026 against "lot number 6014732 and similar malfunction code(s): adhesive patch completely detaches during use- detachment / significant wetness, adhesive patch lifts or detaches during use (only use for confirmed adhesive issue). The review confirmed that lot 6014732 and the identified failure mode are not associated with any ncrs or corrective and preventive action (CAPA)s of the same or similar nature. Similar complaints search: a query was run in the eqms on 18-dec-2025 against "lot number" criteria equal 6014732 and similar malfunction codes adhesive patch completely detaches during use- detachment / significant wetness, adhesive patch lifts or detaches during use (only use for confirmed adhesive issue). The count of complaint is 1. The complaint number is (B)(4). Device history record (DHR) review: the lot 6014732 was manufactured according to the work instruction (wi) version 31 and manufactured in the line 01, on 03-aug-2025, with a total of (B)(4) units. The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Retain samples testing: retain samples from the relevant lot were requested and tested in accordance with approved procedures: wi - guidance for visual testing for complaints area version 3: all 3 samples tested passed visual inspection. All test results were within specification as documented in the attached test report (B)(4). Conclusion: testing did not confirm the reported issue; no nonconformance identified. Conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Conclusion summary of complaint investigation: as a result of the following: a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 6014732 and related malfunction codes. One complaint was identified for this lot; however, no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. Samples were requested; however, the customer confirmed that no samples were available for analysis. Consequently, an investigation was conducted using reference samples, and no failures related to the complaint were identified. No photo evidence was provided, so the assessment was based on documentation and reference sample analysis only. Based on these results, no manufacturing or quality issues were identified. The record will be closed and monitored through routine tracking and trending.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4) event occurred in the united states. It was reported that patient experienced five infusion sets fell off during use due to physical activities event on (B)(6) 2025. The infusion set was in use for two to six hours. The patient had been in the emergency room (ER) for approximately 45 minutes on (B)(6) 2025. The patient was admitted to the hospital on (B)(6) 2025, due to high blood glucose level. The patient's blood glucose level during hospitalization was 600's mg/dl and was treated with correction bolus via pump. The ketones were tested positive. During hospitalization, patient was shifted to intensive care unit (ICU) due to blood glucose level reported to be 800s mg/dl.the patient was treated with intravenous fluids (IV) and insulin. The patient released from the emergency room (ER) on (B)(6) 2025 the patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) device 5 of 5.